Event description:
Follow up revealed that the patient has recovered and is stable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was hospitalized for organ failure following undergoing a lead replacement procedure for an issue reported under MFR. Report# 1627487-2018-06603. As a result, the patient was placed on dialysis, and is currently being monitored in a nursing home.